Manufacturer narrative:
The biomedical engineer troubleshot the reported fault with gehc technical support. They were not able to confirm the reported complaint. It was recommended to replace the sensor interface board. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 12/5/16 phone call, 12/7/16 phone call, and 12/8/16 phone call.

Event description:
The hospital reported the unit alarmed 'pressure control not available' during a case. Due to the loss of pressure control mode the patient was manually ventilated and the unit was rebooted to complete the case. There was no report of patient injury.